Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the carotid artery. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, upon inflation at 6 atmospheres for 5 to 10 seconds, contrast media was not confirmed upon fluoroscopy and the balloon was difficult to deflate, so the physician then forcibly removed the device from the patient's body. The balloon was inflated outside the patient's body with no issues. Moreover, upon deflating the balloon, the balloon "expanded elliptically" and did not return to its original shape. The procedure was completed with another of the same device. No patient complications nor injuries were reported.